Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe had foreign matter floating within the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd luer-lok¿ syringe had foreign matter floating within the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: no sample was received but a photo was provided for evaluation. A DHR review for lot 8057525 was verified and no discrepancies were found about the described problem. A complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 8057525. This is considered as an isolated issue. During the manufacture of this product, 100% visual inspection is performed before packaging the product in dispensers looking for any foreign material (loose or encrusted) in components or inside of the package. During the 100% inspection no parts were detected with foreign material by our operators. Cardboard particle is likely coming from the cardboard boxes were the double packaging bags are placed in. The external packaging bag was not discarded prior to load the syringes inside the syringe bowl container. The fm might have fallen inside of the syringe through the plunger side opening and not detected during the 100% operator inspection. The syringe is not assembled in the nogales facility. Issued quality alert# 126 to train all involved operators about the foreign material (cardboard particles) inside the tray. No CAPA will be issued, due that a risk assessment was performed obtaining the result of severity s1.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported that bd luer-lok¿ syringe had foreign matter floating within the syringe. There was no report of exposure, serious injury or medical intervention.